Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was fractured upon removal. The target lesion was located in the severely tortuous and moderately calcified artery in the knee area. A direxion fathom-16 system was selected for use. During the procedure, both non boston scientific guidewire and the catheter became very jumbled up. The device was hydrated prior to removal of the device. When the device was removed completely, it was noted that the catheter was broken 3 inches from the tip of the device. No patient complications were reported.

Event description:
It was reported that the device was fractured upon removal. The target lesion was located in the severely tortuous and moderately calcified artery in the knee area. A direxion fathom-16 system was selected for use. During the procedure, both non boston scientific guidewire and the catheter became very jumbled up. The device was hydrated prior to removal of the device. When the device was removed completely, it was noted that the catheter was broken 3 inches from the tip of the device. No patient complications were reported.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device shaft was analyzed for any damage. The devices nickel shaft showed damage in the form of a fracture located 126cm from the hub. The fracture looked to be consistent with a tensile force breaking as the device was not completely separated, the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.